Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that it is impossible to position the carlens. The hook would not open despite various attempts and maneuvers. The device was replaced and there was a delay in surgery.